Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2011; however, due to a failed ack3, this MDR is being resubmitted on (B)(6) 2011.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample has been reported to be available for evaluation and has been requesteda follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter (pm) in the tubing. The sample was returned for complaint investigation. Set was visually inspected and noted white particles in the tubing. The complaint was confirmed in the lab for particulate matter. The lot number is unknown; therefore, a batch review was not performed. The cause of the pm was determined to be due to a manufacturing issue. Personnel involved in the manufacturing process have been made aware of this issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that a paper-like particle was observed in the set. There was no patient involvement and no patient injury.